Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2013 was identified as an infection. The original surgery occurred on (B)(6) 2013. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the reported components were examined. A review of the sterilization records show the reported devices all received an adequate sterilization dose and were within their respective expiration dates at the time of the original surgery. A review of the implant device history record, product complaint report database, and sterilization records show that this device met sterilization, design, and manufacturing requirements. Due to the short time between the original surgery and the revision surgery it is possible the infection was acquired at the hospital ((B)(6)). It is also possible that the patient was not compliant with post-surgical instructions. No information was submitted with regard to the severity of the infection. No information was submitted in regard to pre-existing conditions of the patient or activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.

Event description:
Revision surgery - due to infection.